Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2021. During the procedure, the device "did not fire completely" (did not extend) and the carrier did not retract all the way. Reportedly, there was no harm to the patient. The procedure was completed using another device.